Manufacturer narrative:
A manufacturing review was performed and indicated no discrepancies or anomalies. Visual inspection shows the returned device is still expanded. The root cause of the reported event cannot be determine conclusively.

Event description:
It was reported that; post op evaluation of a patient, shows implant is migrating posteriorly and revision surgery is required. The cage appears to still be expanded.

Event description:
It was reported that; post op evaluation of a patient, shows implant is migrating posteriorly and revision surgery is required. The cage appears to still be expanded.